Event description:
Patient was revised due to pain and swellling. Intraoperatively found osteolysis, polywear, loosening of the tibial insert (out of tibial tray) and loosenig of the femoral component.